Event description:
It was reported that a patient underwent a revisionary procedure in (B)(6) of 2014 and suture was used in the digestive tract. Post operatively, the patient developed inflammation and stenosis which required a re-operation. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Following the procedure, the tissue of wound site was evaluated through a pathological examination, which indicated that the suture was cause of inflammation. After the re-operation, stenosis of the digestive tract occurred again, and the surgeon administrated a steroid. The patient got well, and was discharged from the hospital. (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dam845, batch dhz730, batch dl6374, batch dlm392.